Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they need assistance with basal rate setting. The customer's healthcare provider wanted to increase the basal to 125%. Customer's blood glucose was 466 mg/dl at the time of the incident. Customer declined troubleshooting for high readings. The product was not returned for analysis.